Event description:
The customer called and reported there was a no delivery alarm in the morning that was resolved. Customer also stated there were cracks in the insulin pump. Customer's blood glucose was not known. The customer was advised to discontinue use of the device, which would be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.